Event description:
In 2011 the patient presented with activity related aching in left hip. Revision recommended in view of soft tissue thickening although symptoms were minimal.

Event description:
It was reported that revision surgery was performed due to discomfort.